Event description:
It was reported that (1) device was used during an inguinal hernia procedure. It was reported by the affiliate that the ems stapler did not fire properly and locked when being fired. Another instrument was used to complete the case. There was no consequence to the pt.